Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose.. Customer's blood glucose value at the time of the incident was not provided. Customer's blood glucose value at the time of call was 272 mg/dl. The customer stated he was vomiting and has started getting multiple motor error alarms that led him to dka. Trouble shooting for motor was completed and the customer was able to rewind the insulin pump. Customer reports the drive support cap appears normal. The insulin pump will be returned for analysis. No further information was obtained for hospitalization.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was received with normal operating currents and passed the unexpected restart error test, self test, displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. However, received motor error alarm during the occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.